Manufacturer narrative:
Additional information: b5: event description.

Event description:
Reportedly, on (B)(6) 2018, this patient experienced an inferior limbs paresthesia and underwent the heating treatment. There was no stroke, myocardia infraction, bowel ischemia, paraplegia, renal failure determined. This treatment was performed to exclude the medullary ischemia possibility. The problem was resolved without sequelae on (B)(6) 2018. Based on clinical evaluation, the patient was asymptomatic, with a normal neurological evaluation (driving force and preserved sensitivity). The gore® devices were not contributed to the event.

Manufacturer narrative:
H6 investigation conclusions updated to 67-no problem detected from 22-known inherent risk of device.

Manufacturer narrative:
Additional information: health effect - impact codes: codes were added.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). The cause of paresthesia is unknown. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an aortic aneurysm of unknown maximum diameter and involved visceral branch vessels. The patient is enrolled in the aaa 13-02 tambe ide study. It was reported that the procedure included implant of three gore® excluder® aaa contralateral leg endoprostheses and one gore® excluder® iliac branch endoprosthesis. Reportedly, on (B)(6) 2018, this patient experienced an inferior limbs paresthesia and underwent the heating treatment. There was no stroke, myocardia infraction, bowel ischemia, paraplegia, renal failure determined. The problem was resolved without sequelae on (B)(6) 2018. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2018.